Event description:
It was reported that the connector of a prismaflex st100 set was observed to be cracked during priming. There was no patient involvement. No additional information provided.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the soft connector of the tp square was damaged. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.